Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/11/2016 with the following findings: evaluation revealed that the audio bolus button cover is missing on the pump. Battery compartment is cracked below the bumper pad. (B)(6)

Event description:
The pump has been returned and evaluated by product analysis on 01/11/2016 with the following findings: evaluation revealed that the audio bolus button cover is missing on the pump. Battery compartment is cracked below the bumper pad. (B)(6)